Event description:
It was reported that while using the sara plus floor lift, the lift stalled, causing the resident's legs to buckle and the resident to hang suspended by the safety strap. The weight of the device pressed down on the right knee. The lift shifted and rolled over the resident's foot as the legs slipped underneath. Due to the resident's body position, the caregiver could not access the safety release button. The event resulted in a cut on a diabetic foot and redness on the resident's knee. The resident's outcome was assessed by the clinical specialist as a serious injury.